Manufacturer narrative:
Implant/explant date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the intraocular lens (iol) was stuck between the cartridge and plunger rod while being implanted. The iol was partially inserted into the eye when the trailing haptic was torn due to maneuvering it from the cartridge with tweezers. The iol was removed and an enlarged incision, unplanted vitrectomy, and sutures were used before completing the procedure with a back up iol (model unknown). There was no patient injury.

Manufacturer narrative:
Corrected data: in review, it was noticed that some information in section "e1" inadvertently populated in japanese rather than english. It was also, noticed that incorrect justifications were entered for sections "d6a" and "d6b"; therefore, the information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Section e1: (B)(6). Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 12/8/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint detached haptic was received stuck inside the cartridge tip of the original handpiece (the rest of the lens was not received). Visual inspection under magnification revealed that the complaint detached haptic was received stuck in between the cartridge tip and plunger rod (overridden). The detached haptic was removed and haptic damage (bent) was observed as well. No additional defects were observed. The complaint issue "haptic detached" and "override" were identified during product evaluation (delivery issue was not observed); however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.